Event description:
Subsequent to the initial MDR being filed, additional information was received. The case details have been updated accordingly: it was reported that the procedure was to treat a mildly calcified lesion in the mildly tortuous femoral vein. The 6.0mmx40mmx80cm absolute pro self-expanding stent system (sess) was advanced over the guide wire and into the sheath; however, contrast could not be injected and the sess was removed without reported issue. Upon withdrawal, the sess stent was noted to be partially deployed approximately 1cm. Reportedly, the deployment lock was still locked. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. Balloon angioplasty was performed to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported premature deployment was confirmed. The reported difficulty injecting contrast was not confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly calcified lesion in the mildly tortuous femoral vein. The 6.0mmx40mmx80cm absolute pro self-expanding stent system (sess) was advanced to the target lesion; however, contrast could not be injected and the sess was removed without reported issue. Upon withdrawal, the sess stent was noted to be partially deployed approximately 1cm. Reportedly, the deployment lock was still locked. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. Balloon angioplasty was performed to successfully complete the procedure. There was no additional information provided.